Event description:
Device 4 of 4. Reference MFR report # 1627487-2014-05546, 05547, 05548. The pt has four leads (three are from the same lot) and two extensions (from the same lot) for off-label use. It was reported the pt's left (supraorbital) lead showed high impedance. Reprogramming was able to provide coverage, but high impedance remained present. F/u revealed the pt lost stimulation from the left lead and high impedance remains. Over time the pt began to experience auto-reducing related to stimulation. X-rays were taken and revealed that one of the extensions has pulled out of the ipg header. As a result, surgical intervention will be undertaken to address the issue (s). All devices are being reported because it is unk which devices are causing the pt issues

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.